Event description:
It was reported that there was an issue with the device holding charge which happened after the patient stopped using the battery about a year after implant. The device had not been holding a charge for the last 2 years. They used the al antenna feature to try and get the best coupling but couldn't get more than 2 bars, mainly 0 bars. Patient felt that the battery was tilted and the patient had weight changes and which could affect coupling. They felt that the battery can deplete quickly over night even when not turned on. There was an inability to recharge the device. The plan was to continue to recharge frequently until lead revision; waiting for funding to come through for revision.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).